Event description:
A caller reported experiencing multiple occlusion events, resulting in an alarm and causing the customer's blood glucose level to exceed typical thresholds, displaying "high" on their device. The customer addressed these high blood glucose levels by replacing the cartridge and administering a correction bolus using the pump. The customer resolved the issue by changing the cartridge and resuming insulin delivery.